Manufacturer narrative:
(B)(4). Labeling indicates: inserting the sensor and wearing the adhesive patch might cause infection, bleeding, pain or skin irritations (e.g. Redness, swelling, bruising, itching, scarring or skin discoloration).

Event description:
It was reported that a skin reaction occurred. On approximately (B)(6) 2025, the patient experienced a skin reaction with itching, redness and inflammation. The patient consulted an hcp and they performed patch tests using the european standard battery and our bandage battery. They tested the adhesive on the dexcom g6 itself, then on the freestyle libre, and the products brought in by the patient: cavillon spray, skin tac wipes, dermafilm, and skin grip. The reading at 72 hours showed a clear sensitivity to the dexcom g6. The hcp was planning to prescribe amoxicilline under surveillance and adapted protocol (not prescribed yet). It was reported that the patient experienced eczema near the sensor with pruritus, itching erythematous wounds. No product or data was provided for investigation. The allegation and the probable cause cannot be determined. No additional patient or event information is available.